Manufacturer narrative:
This report is a response to MDR report # mw5146104 which was received by amt from the FDA on 10/11/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the reporter to gather additional information regarding the complaint and to confirm that the device is not available for return. Since the device was destroyed and cannot be returned, a visual and functional evaluation could not be performed, and device failure could not be confirmed. The device was reportedly in use for at least 5 weeks before the failure occurred. Based on the provided information, the reported complaint is not believed to have been caused by a manufacturing defect. A complaint has been logged in our system to track this record in complaint #: (B)(4), and will be used to trend analysis.

Event description:
Per the original reporter in MDR report #: mw5146104, it was reported that "the balloon that holds my gj (gastrostomy-jejunostomy) feeding tube in place popped after only being in for 5 weeks. They typically last more than 12."